Event description:
It was reported that a pt underwent a cardiovascular procedure on (B)(6) 2010 and a drain was placed in the pericardium. The drain worked properly until (B)(6) 2010. On (B)(6)2010, the drain broke at the area of suturing. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50522isp mfg date: 11/23/2009, exp date: 11/30/2014. Batch 50523isp mfg date: 12/10/2009, exp date: 11/30/2014. Batch 50524isp mfg date: 12/12/2009, exp date: 11/30/2014. Batch 50087isp mfg date: 09/28/2009, exp date: 09/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.